Event description:
A malfunction alarm, specifically alarm 2, was reported, and there was a possibility of an occlusion issue. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through various steps including disconnecting and tightening the tubing, delivering boluses, and checking for visible issues. Despite recurring alarms, there were no visible cracks or debris found in the cartridge. The caller was assisted in filling and loading a new cartridge and subsequently changed the necessary supplies, resuming insulin therapy as instructed.